Event description:
It was reported that the patient experienced lateral patella tracking and patellar impingement. The patient underwent arthrotomy, patellar facetectomy and lateral release. No product was removed.

Manufacturer narrative:
Evaluation summary: manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. Review of surgical reports provided indicates surgical technique was followed. The patella tracked properly during the implant operation. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.